Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. The functional evaluation found that the device could not maintain pressure and cannot generate alarms under expected conditions, the root cause identified as a defective vacuum motor and a defective mainboard. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device failed default 5 and during service evaluation was confirmed that device was not able to generate and control negative pressure and cannot generate alarms under expected conditions.